Event description:
The initial reporter stated they received discrepant results for two patient samples tested with aspartate aminotransferase acc. To ifcc with pyridoxal phosphate activation (ast) on a cobas 6000 c501 module. The second sample also had discrepant results for alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation (alt). The first sample resulted in ast values of 5 u/l, < 5 u/l, 52 u/l, 22 u/l, 21 u/l, and 25 u/l. The second sample resulted in the following ast values on (B)(6) 2025: 59 u/l, 55 u/l, < 5 u/l, 36 u/l. This sample resulted in the following alt values on (B)(6) 2025: 21 u/l, < 5 u/l, < 5 u/l, 34 u/l.

Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. Precision studies performed on the instrument indicate there is an issue with the mixer. The investigation determined the issue is related to a hardware mixer issue.

Manufacturer narrative:
The field service engineer replaced the pressure gauge and high-pressure pump. The washing and drying wells were cleaned. The washing station was cleaned and injector springs were checked. Needles, the detergent circuit, all filters, and first compartment of the vacuum tank were cleaned. The investigation could not identify a product problem. The issue was resolved after performance of the service actions, but a specific cause of the event could not be determined.